Event description:
It was reported an over infusion event and it was later found that the bottom hinge of the platen was broken. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an over infusion event and it was later found that the bottom hinge of the platen was broken. There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states, ¿patient receiving IV medication via carefusion infusion pump. After 35 mins the entire infusion completed. On review it was identified the infusion pump malfunctioned due to a broken module platen hinge spring assembly. No identified patient harm.¿

Event description:
It was reported an over infusion event and it was later found that the bottom hinge of the platen was broken. There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states, ¿patient receiving IV medication via carefusion infusion pump. After 35 mins the entire infusion completed. On review it was identified the infusion pump malfunctioned due to a broken module platen hinge spring assembly. No identified patient harm.¿

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.